Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint#: (B)(4). H3 other text : device not returned.

Event description:
It was reported that the patient was admitted with a severe heart attack. In the course of a cardiac catheterization, iabp (intra-aortic balloon pump) therapy was used initiated. After an emergency coronary bypass operation, the patient was given intensive care and monitored after extubation and with minimal catecholamines and iabp therapy. After hemodynamic deterioration and necessary re-intubation, the iabp device alarmed on (B)(6) and the iabp procedure was terminated. When removing the balloon pump found that the balloon was leaking. In the further course, iabp therapy was repeated necessary. Despite further measures, the cardiogenic shock protracted. The patient was in a very critical condition due to the underlying disease and died on (B)(6) 2020. Patient had multiple organ failure. The customer has not attributed the adverse event to the iab.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the patient was admitted with a severe heart attack. In the course of a cardiac catheterization, iabp(intra-aortic balloon pump) therapy was used initiated. After an emergency coronary bypass operation, the patient was given intensive care and monitored after extubation and with minimal catecholamines and iabp therapy. After hemodynamic deterioration and necessary re-intubation, the iabp device alarmed on (B)(6) and the iabp procedure was terminated. When removing the balloon pump found that the balloon was leaking. In the further course, iabp therapy was repeated necessary. Despite further measures, the cardiogenic shock protracted. The patient was in a very critical condition due to the underlying disease and died on (B)(6) 2020. Patient had multiple organ failure. The customer has not attributed the adverse event to the iab.